Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of an ar-3730sp, batch 15460270, that displays the tip of the device is broken. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. Per the directions for use (dfu) dfu-0054-eo bio-fastak, fastak¿, suturetak® and fibertak® suture anchors; e. Warnings: 7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. 8. Visually inspect all devices immediately after use for the potential of loose body remnants left behind in the patient. 9. Suturetak and fibertak suture anchors only: drilling in very hard bone may require cycling the drill while maintaining consistent alignment of the drill guide. Increased size, hard bone drills are also available for use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/08/2025, a sales representative reported via phone that an ar-3730sp double loaded knee fibertak® anchor experienced a failure when one of the fork tips broke off during an open shoulder procedure. The patient had average bone quality, which had been prepared using a drill. The fragment was not retrieved. There was no delay in the procedure, and the implant was successfully placed.